Manufacturer narrative:
The subject device was not returned to omsc, because the customer discarded the subject device. Therefore, the reported phenomenon or condition of the device could not be confirmed. This event has already occurred in the past. Based on the result of a previous similar complaint investigation, it is possible to predict the cause of the reported event. Therefore, it was determined that the investigation by using equipment of similar structure or similar equipment was not necessary. The provided information of the lot number ¿03k¿ indicated that the device was manufactured in mar 2020. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. - position of thread binding part - number of thread binding - shrinkage after balloon expansion based on the similar complaint investigation results in the past, a likely cause of no deflation of the balloon might be the following reasons. - balloon connection position shifted when the balloon was moved forward or backward after dilation. As a result, the holes for balloon inflation/deflation on the sheath were blocked. - after balloon dilation, the sheath was buckled, obstructing the lumen for balloon dilation/deflation hole. However, the exact cause of the problem could not be conclusively identified. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a bronchoscopy using the subject device, the balloon could not deflate. The intended procedure was completed using the same set of equipment there was no patient injury reported.